Event description:
A physician reported a pt who was treated on 7/30/96 to the nasolabial folds and upper vermilion border. In 8/96, exact date unk, the pt developed fatigue, muscle pain, abdominal discomfort and light headedness. She was hospitalized on 11/4/96 for a work-up. Decadron was prescribed. On 11/12/96. The pt was stable and doing well. She was diagnosed by a rheumatologist with adrenal insufficiency; he was unable to pinpoint the cause of the a drenal insufficiency based on several unspecified tests, was not sure if there was an association with the collagen, but stated it was possible. The injecting physician did not believe the adrenal insufficiency was related to collagen. No symptoms at the injection sites were reported.